Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2018 at 3.30 to 4.00 am with blood glucose value 650 mg/dl. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 83mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringe, insulin drip and fluids. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated drive support cap appeared to be normal. The device will not be returned for analysis.